Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power pcb assembly and battery power cable assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly reset itself multiple times while they were attempting to print a 12-lead and code summary. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
The customer provided physio-control with the patient information. Sections a1, a2, a3, a4, and b7 have been updated.

Event description:
The customer contacted physio-control to report that their device unexpectedly reset itself multiple times while they were attempting to print a 12-lead and code summary. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.